Event description:
During an implant revision due to loss of ventricular capture and reduced ventricular sensing, it was reported that the lead was "trapped" in a region where the lead was originally positioned, and non-capture was confirmed utilizing a psa. The physician hypothesized that a late perforation of the heart muscle could have been the cause of the issue.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. No manufacturing defects were identified. Since no significant aspect of the lead was identified which could have caused the ventricular capture and sensing issue, it is likely that the cause is attributable to lead tip displacement. Conclusion: since no significant aspect of the lead was identified which could have caused the ventricular capture and sensing issue, as described by the physician, it is likely that the cause is attributable to lead tip displacement. This conclusion is supported by the statement of the physician, in which the svc coil had become "grown-in". If this condition were to occur, then it is possible that the distal section of the lead was placed in tension through normal cardiac action. It is noted that no evidence (adverse pt symptoms or x-rays) was supplied to support the cardiac perforation hypothesis as described by the physician. No manufacturing defect was identified in this case; the damages associated to the lead are attributed to handling by the physician during the implant and explant of the lead. These damages include the deformations to the defibrillation electrodes and to the external sheath.